Event description:
It was reported that the atrial lead exhibited undersensing of atrial fibrillation (af). The lead sensitivity will be reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.